Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Photos of the device have been received and are awaiting evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2/8/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) no other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.